Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-06238, reference MFR report: 1627487-2013-06240. It was reported, the patient's ipg was previously revised and the pocket relocated. However, an extension was left at the original pocket site. The patient reported, she is having a burning pain at the original pocket site. It was also reported, the patient fell and has since experienced new pain in her left lower back and a pinching sensation at the lead site with the stimulation on. A lead diagnostic and x-rays showed no abnormalities. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.